Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported by clinicians at the hospital: "leaking from ett tubes. It is taking a lot to fill the balloon, then the leaking issue arises." Additional information from clinicians: the patient had low tidal volumes and low oxygen saturations. The tube was exchanged. The patient's current condition is deceased. Death occurred 13 hours after the reported issue was discovered. Cause of death was reported as hypoxic respiratory failure, acute renal failure, and hyperkalemia. Patients underlying history: cad s/p CABG, chronic back pain on opiates, htn t2dm and hld.

Event description:
It was reported by clinicians at the hospital: "leaking from ett tubes. It is taking a lot to fill the balloon, then the leaking issue arises." Additional information from clinicians: the patient had low tidal volumes and low oxygen saturations. The tube was exchanged. The patient's current condition is deceased. Death occurred 13 hours after the reported issue was discovered. Cause of death was reported as hypoxic respiratory failure, acute renal failure, and hyperkalemia. Patients underlying history: cad s/p CABG, chronic back pain on opiates, htn t2dm and hld.

Manufacturer narrative:
(B)(4).